Event description:
This report was received by baxter (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis with culture (B)(6) for a gram negative organism in a patient (age not reported) coincident with dianeal pd-2 ultrabag therapy. The nurse reported that on an unreported date, the patient began treatment with dianeal pd-2 ultrabag (B)(4) (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). It was reported dianeal therapy remained ongoing. The nurse reported that on an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake (details not provided). On (B)(6) 2012, the patient experienced peritonitis, not requiring hospitalization. The patient was treated with ip injections of fortum 1gm/day and refline 1gm/day. In the nurse's opinion the root cause of the peritonitis was break in aseptic technique. The outcome was reported to be resolving. Concomitant therapy was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and serious injury. The complaint is confirmed because the consumer reported a break in aseptic technique, patient made a mistake. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.